Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was encountering poor communication. The patient was able to connect at one point during the call, but could not increase stimulation and then kept getting poor connection. The patient planned to contact their healthcare provider (hcp) and also reported a sudden increase in using the bathroom the last couple days. The next day the patient called again and indicated that they were still encountering the poor communication and while they were still healing from surgery, but confirmed that they did not have bandages, soreness, or swelling at the implant site. When using the antenna and after reviewing proper use the patient was able to connect and found that stimulation was set to 1.1 and the patient elected to increase stimulation to 1.6. The communication issue was resolved at the time of this report. There were no further complication reported or anticipated.